Manufacturer narrative:
Evaluation summary: the angiosculpt catheter was returned intact to the bmw guide wire that was used in conjunction with the catheter during the clinical procedure. Visual examination of the returned angiosculpt catheter was performed: the distal tip, distal bond, intermediate bond, proximal bond, guide wire exit port and hypotube bond of the catheter all looked normal. There was no damage or separation observed on the catheter. Performance test of the returned angiosculpt catheter was performed: an initial attempt to remove the bmw guide wire from the catheter was unsuccessful. However, after the catheter was soaked in water for approximately two (2) days, the bmw guide wire was able to be removed from the catheter. A different 0.014" guide wire was inserted and advanced through the guide wire lumen of the catheter with no resistance felt. The bmw guide wire that was removed from the catheter was examined. There was damage observed on the bmw guide wire. Specifically, the bmw guide wire had uncoiled at two (2) different locations at the distal end of the guide wire, wherein the inner segment of the guide wire was intact and the outer segment (coils) of the guide wire had uncoiled. The returned angiosculpt catheter was evaluated and the alleged failure could not be duplicated with another 0.014" guide wire. No catheter damage observed. However, during device evaluation, it was observed that the bmw guide wire had uncoiled. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the damage (uncoiling) observed on the guide wire. Angioscore does not manufacture, import or distribute the bmw guide wire.

Event description:
The clinician was attempting to use an angiosculpt catheter in the ostial rca over a bmw guide wire. The angiosculpt catheter would not cross the lesion, so the clinician tried to remove the angiosculpt catheter and it would not come out. Thus, the clinician had to remove the angiosculpt catheter and guide wire together, which seemed to have fused together. The clinician placed another bmw guide wire down and crossed the lesion with a cutting balloon (3 x 10), then used a xience stent (3.5 x 12). No patient injury occurred.